Event description:
It was reported that there was high impedance, high threshold and loss of pacing on the lead. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4) - the full lead was returned and analyzed and no anomalies were found.